Event description:
The customer reported the system will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated power supply and circuit board connectors, adjusted the generator 5 volt power supply, and replaced the generator interface board's battery. System operates as intended.